Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some catheters were damaged. Per additional information received from the complainant via phone on (B)(6) 2020, the damage from the three catheters in a box of thirty were already opened. The patient discarded those three catheters because considered them as not sterile, and not usable.